Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: opening on anterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral exchange from textured to smooth and deflation.

Event description:
Patient called to report bilateral exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later than reported right side deflation. Device has been explanted.